Event description:
The user reported a leak followed by a disconnection of the lower filter joint whilst priming the set. The event occurred prior to any patient contact.

Manufacturer narrative:
(B) (4). (B) (4). This report will be filed by the manufacturer.